Event description:
Customer reports: during the initial treatment, blood leak alarm occured and blood was leaking into the outer compartment of the dialyzer observed by the patient. Blood flow was set at 280mls/min and the dialysate flow at 500mls/min. No blood loss for the patient. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined.